Event description:
I had previously strained my wrists. A friend in a health food shop recommended buying some pain relief patches called "luminas" which purportedly have the energies of many healing plants and minerals implanted in them, and the MFR claims it relieves pain quickly for 24 hours and has no known side effects. Friday afternoon I put a small patch on my wrist. The patch kept falling off. I put a larger one on. Pain seemed to be somewhat less for a while. But during saturday the pain in the wrist of the hand with the patch increased and spread up the arm. I removed the patch and discovered that the skin where the patch was reddish and puffy. I thought that maybe after a little while without the patch it would clear up. But instead, it got worse and worse, redder and puffer with the pain extended to the armpit. Saturday night I couldn't sleep due to the horrendous pain. I have never had such a thing before. Xrays show no fracture. The sprain/ strain had not caused any puffiness nor such strong pain. It all hit me so hard only from the ues of the patch. The company replied that they are sorry to hear of my bad experience with it but refused to remove the "no known side effects" from their website or ads, and refused to refund my money because I had bought from a shop and not directly from them. They also refused to authorize or request the shop to refund me, saying it's between me and the shop. The person in the shop replied that since the ad says "no known side effects" he sees no reason to accept that the patch caused it. Luminas pain relief patches are devices listed with the FDA and manufactured in (B)(4) in an establishment registered with the FDA. The patches are categorized as a class 1 medical device and FDA regulated under (B)(4). (B)(6). As a result of the swelling and pain, I am unable to work, am exhausted by the constant pain, have to buy and take ibuprofen tid and I am not a person who quickly resorts to medicines. If you want I can send you pictures of the hand puffed, "ip" by the patch, and of the other hand that I did not put the patch so that you may compare the 2 hands. (B)(6). FDA safety report ID# (B)(4).